Event description:
Barostim system was implanted on (B)(6) 20224. About one month post implant, the patient experienced swelling and fluid in the ipg area and was prescribed antibiotics. Per the opinion of the physician, the root cause of the swelling was unknown but it was suspected to be an infection. The patient was seen for a follow up on (B)(6)2025 and it was confirmed that they had an infection. The patient was prescribed both oral and intravenous antibiotics and was being monitored by infectious disease doctor. The ID physician reported that there was a 70% chance that the infection would resolve on its own, however the physician did not want to have a 30% chance of the infection not resolving and decided to explant the device. The ipg was explanted on (B)(6)2025. The ipg was sent to pathology and came back with no infection. There was a plan to re-implant the patient with a new ipg.

Manufacturer narrative:
Cvrx ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom testing results were below action and control limits for the quarter the ipg/csl was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 20224. About one month post implant, the patient experienced swelling and fluid in the ipg area and was prescribed antibiotics. Per the opinion of the physician, the root cause of the swelling was unknown but it was suspected to be an infection. The patient was seen for a follow up on (B)(6) 2025 and it was confirmed that they had an infection. The patient was prescribed both oral and intravenous antibiotics and was being monitored by infectious disease doctor. The ID physician reported that there was a 70% chance that the infection would resolve on its own, however the physician did not want to have a 30% chance of the infection not resolving and decided to explant the device. The ipg was explanted on (B)(6) 2025 and was sent into the hospital's pathology.